Manufacturer narrative:
(B)(4). Batch # n57l15. The analysis found that one pse45a device was returned with no apparent damage and with a ecr45g partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please clarify how the device "misfired"? Was the device stuck on tissue when the jaws were unable to be opened? Were the device jaws eventually able to be opened? If yes, how were the jaws opened?

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device misfired and then would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.